Event description:
The customer stated that she went to the emergency room due to low blood glucose levels. The customer stated that she primed the infusion set while she was connected and received the entire amount of insulin in the reservoir. The reported blood glucose reading at the time of the call was 80 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.